Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had no capture at maximum device outputs. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the left ventricular lead had no capture at maximum device outputs. The lead was explanted and replaced. No patient complications were reported as a result of this event. It was further reported that the lead had a sudden rise and elevated thresholds. The patient was enrolled in (B)(4) study.